Event description:
It was reported that during a blood transfusion, the blood was infusing through the red lumen and also the white lumen causing the intravenous fluids in the tubing to appear blood tinged in color. After the transfusion, the red port was flushed and aspirated. During blood aspiration it was noted that blood was also flushing into the extension set of the white lumen. There was likely a leak between the lumen of the PICC line.

Manufacturer narrative:
An investigation has been initiated. When the investigation is complete, a supplemental report will be submitted.